Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited elective replacement indication prior to the longevity estimation. It was unknown if the pacemaker had reached elective replacement indication prematurely or if the device had overestimated the battery longevity. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.